Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported implant rupture..."there is a periprosthetic effusion of approximately 150ml"...faced with the thickening of the capsule and the irregularities inside the capsule there is a strong suspicion of anaplastic large cell lymphoma". Biopsy showed no sign of malignancy. Subsequently, healthcare professional reported capsular contracture - baker grade unknown. Device has been explanted. This relates to the left side

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, seroma, rupture.

Event description:
Healthcare professional reported implant rupture..."there is a periprosthetic effusion of approximately 150ml"...faced with the thickening of the capsule and the irregularities inside the capsule there is a strong suspicion of anaplastic large cell lymphoma". Biopsy showed no sign of malignancy. Subsequently, healthcare professional reported capsular contracture - baker grade unknown. Device has been explanted. This relates to the left side

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. ¿ capsular contracture: unable to observe. ¿ seroma-late: unable to observe. As per the investigation procedure, particles ¿were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported implant rupture..."there is a periprosthetic effusion of approximately 150ml"...faced with the thickening of the capsule and the irregularities inside the capsule there is a strong suspicion of anaplastic large cell lymphoma". Biopsy showed no sign of malignancy. Subsequently, healthcare professional reported capsular contracture - baker grade unknown. Device has been explanted. This relates to the left side.